Manufacturer narrative:
H3: evaluation determined that the device not working properly was confirmed. The likely cause of failure is due to the bearings inside the device were broken. It was also noted that severe corrosion was observed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was not working properly. At the time of report, there was no patient involvement. Additional information was received stating that bearings inside the device were broken found in analysis.